Event description:
The facility reports the nurse was using the device with a sling to transfer the pt from bed to chair. The pt was above the wheelchair in a sitting position when the sling clip broke. No injuries occurred.